Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed cartridge and infusion set to address the issue. There was no adverse impact on the customer's blood glucose level. Ultimately, the customer reverted to an alternate method of insulin therapy.